Event description:
The customer contacted baxter's service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated the drain volume (dv) was equal to 103 ml, and the last fill volume (lfv) was equal to was set to 1500 ml. The hp stated they did not start therapy dry or without a last fill. The hp stated the fluid draining did not contain any fibrin, and the drain did not begin to flow normally once they sat up. The hp stated that there was air in his the patient line. The technical service representative (tsr) had the hp end therapy and start over with new supplies. The hc was operational. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp (B)(6) 2012, the regarding reported problem. The hp stated that they did start over with new supplies and they were able to continue with therapy as normal. The hp stated they checked everything and they do not know where the air came from. The hp stated they talked to their registered nurse (rn) regarding the alarm and the air. The hp stated they discussed the steps they took when the alarm occurred and so forth. The hp stated they were not notified about holding onto samples, so they discarded the samples from that evening. The hp stated they do not recall the lot numbers of the supplies either. The hp stated since that evening therapy so far as been continuing as normal. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm during the initial drain stage is confirmed because air was present in the patient line, which is a known cause of this type of alarm. The cause for the air in the patient line is undetermined. This issue is being investigated through CAPA.